Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one week post-implant, a pocket hematoma was observed. The pocket was revised, the hematoma was evacuated, and an antibiotic pouch was used. There are no allegations against the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.